Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the heparin bag was behind the bin which was preventing door from closing completely. The field service engineer cleared jam to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system tower door 3 was failed when user was trying to issue medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.